Event description:
The spiderfx was deployed in the proximal sfa and plaque excision was performed on the femoral artery. When attempting to recover the spiderfx, the wire at proximal basket joint separated. Attempts at recovering the basket failed and the physician decided to push the basket into a collateral vessel. It was then stented over with good results.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the capture wire core was received without the filter assembly or the double-ended catheter. No ancillary devices were received for evaluation. Six cine images from the procedure were received including one documenting the csi device. Images 4-6 document the spider fx filter assembly in vivo. There does not appear to be any core wire visible proximal to the spiral (flexible) connector but no images appeared to capture the actual separation of the core wire. The distal tip of the core wire exhibited a flat fracture with a burr on the outer edge (~30 % of the circumference). The material proximal to the fracture did not exhibit any indication of kinking or torsional deformation. The core wire's ptfe coating exhibited scrapping and deformation indicating that it had been subjected to aggressive rubbing and/ or scratching. The ptfe damage was concentrated near the distal taper and within approximately 30cm of the snap ring. The tapered section did not reveal any witness marks indicating a weld of the spiral connector to the core wire.